Manufacturer narrative:
Date rec'd by MFR: 05dec2019. Date of report: 05dec2019. The philips service engineer (fse) confirmed the reported failure and identified an occurrence of internal battery failed in the device logs. The philips service engineer (fse) replaced the lithium-ion battery the unit was functionally tested and no other abnormality were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the battery failed. No patient involvement.